Event description:
Device malfunction: failure to recover embolic protection device with recovery catheter 2. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a left internal carotid artery stenting procedure, an attempt was made to recover the embolic protection device with the rx accunet recovery catheter 2 low profile, flexible design and was unsuccessful. The filter was removed by using the rx accunet recovery catheter 1 with the shapeable tip design. The patient did not experience any adverse event and was discharged to home the following day, no additional information was provided.

Manufacturer narrative:
Study event. The device was discarded. The lot number was provided. The accunet 3in1 comes with two recovery systems, a shapeable tip design (rc1), and a low-profile flexible tip design (rc2). It is to the discretion of the user based on his preference and experience to use the recovery system that is appropriate for the procedure. The event appears to be related to operational context in which the device was utilized.